Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305916, lot # unknown. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "connection between syringe and needle separated upon injecting into infants leg." Verbatim: rcc received a complaint via email. Email(s) attached incident or problem information ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): 2024-03-22. Site name/location: (B)(6). Level of harm: minimal harm. Ahs optional report to (B)(6). Incident details: connection between syringe and needle separated upon injecting into infants leg. Needle promptly removed and discarded. No dose was administered during incident. Impact of incident: vaccine administered using new product and needle. Infant received one additional poke as a result. Device information: device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: unknown. Device expiry date (yyyy-mm-dd): unknown. Supplier: (B)(4). Supplier catalogue number: 308-305916. Was the device retained? No.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.